Event description:
It was reported to philips that the system flexvision monitor had no power. The system was in clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's flex vision monitor had no power. Upon troubleshooting, fse found that 233v power was supplied to the monitor but there was no led in front of the monitor present and the backlight didn¿t appear during boot-up. Review of the system log files confirmed that it was not possible to make a data connection to the flex vision monitor and the screen in the room was not working. To resolve the issue, fse replaced the flex monitor. After installation, the fse configured and checked all the connections and power to the monitor. The defective flex monitor was returned to philips for failure analysis and the cause of the failure was found to be that the backlight was off in the main board being defective and there was no image. After replacement of the flex monitor, the system was returned to good working condition. The codes were updated based on the investigation outcome.